Event description:
Caller reported a cartridge alarm 31 with their pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, who does not reside in canada, was advised by technical support that the pump would be replaced, as it was under warranty. They understood instructions for using a manual insulin therapy as a backup, awaited a replacement with updated software, and acknowledged procedures for sending back the defective pump.